Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding and a hematoma at the access site. The dressing was changed and angle matching was confirmed. Heparin was withheld. And a femostop was applied. The patient had a fever and intermittent suction events so the femostop was removed. Hemostasis was achieved. Then, the patient spontaneously arrested during an echocardiogram, transitioning from ventricular tachycardia to ventricular fibrillation. The p level was reduced and compressions were started. The impella was repositioned. The patient was transfused three units of blood. A pump stop occurred with an alarm of "retrograde flow¿. The impella was successfully restarted but experienced multiple pump stops. The pump was explanted and a clot was noted at the inlet of the pump¿s cannula. No patient harm was reported.

Manufacturer narrative:
Corrected: d4 (serial), h3. Pump suction - the cause of the suction was not determined due to inconclusive data log review and insufficient clinical details. Access site adverse event: the cause of access site adverse event was an unintended error contributed by the user due to the hematoma resolving after correct angle matching was achieved. Pump stop - the cause of the pump stop was biomaterial due to the biomaterial found on the returned pump. False alarm/buzzer - the cause of the positioning alarms is not determined due to inconclusive data log review and insufficient clinical details. Retrograde pump flow - the retrograde flow alarms triggered as expected and no issue were found related to this alarm. Mechanical interaction with blood - the cause of the mechanical interaction with blood was biomaterial due to the biomaterial found on the returned pump and the patients pfhb was over 1500 on the last day of support when biomaterial was suspected. Patient codes - thrombosis, arrhythmia, ventricular fibrillation (vf), stroke, infection, ischemia: the causes of these injuries were unable to be determined due to insufficient clinical details. Fever, cardiac arrest: the causes of these injuries were not determined due to insufficient clinical details.

Manufacturer narrative:
H6 added medical device problem code.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
On 16-jan-2026, the product investigation was completed. Device evaluation details: pump suction - the cause of the suction was not determined due to inconclusive data log review and insufficient clinical details. Access site adverse event: the cause of access site adverse event was an unintended error contributed by the user due to the hematoma resolving after correct angle matching was achieved. Pump stop - the cause of the pump stop was biomaterial due to the biomaterial found on the returned pump. False alarm/buzzer - the cause of the positioning alarms is not determined due to inconclusive data log review and insufficient clinical details. Retrograde pump flow - the retrograde flow alarms triggered as expected and no issue were found related to this alarm. Mechanical interaction with blood - the cause of the mechanical interaction with blood was biomaterial due to the biomaterial found on the returned pump and the patients pfhb was over 1500 on the last day of support when biomaterial was suspected. Patient codes - thrombosis, arrhythmia, ventricular fibrillation (vf), stroke, infection, ischemia: the causes of these injuries were unable to be determined due to insufficient clinical details. Fever, cardiac arrest: the causes of these injuries were not determined due to insufficient clinical details.